Event description:
Information was received from a healthcare provider regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was not reported. The healthcare provider was inquiring about weaning the patient off of morphine, and oral conversions from intrathecal drug to oral or IV drug. The healthcare provider reported that the patient was having the pump removed due to discomfort at the pocket site and no longer wanted it implanted because of that discomfort.